Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. During auto capture testing, the pulse generator exhibited diagnostics anomaly; the capture did not decrease during the testing. The autocapture was turned off resolving the issue. The patient's condition was stable.